Manufacturer narrative:
MDR 3003442380-2024-01040 - device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in brazil. On 09-apr-2024, it was reported by patient's mother that her child's cannula was leaking at the place of application. Moreover, she reported that infusion set had to changed six times within a period of 24 hours. No further information was available.